Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1541, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date, to tie her tubes. It was reported that over 5 years the consumer gained weight, had severe nickel allergies and the pet fibers inside the coils were what caused her cancer. Essure perforated her fallopian tube and went into her bladder, leading her to have a hysterectomy because of this. Follow up received on 05-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cancer. It was also reported that essure perforated her fallopian tube and went into her bladder, leading her to have a hysterectomy. These events are serious due to medical significance. Cancer is an unlisted event in the reference safety information for essure, the other events are listed. Internal organs perforation may occur with essure, due to device migration or during insertion procedure, may also occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, essure perforated her fallopian tube and went into her bladder. The exact date of perforation is not known. A causal relationship between essure and the events cannot be excluded. Cancer describes a large group of processes characterized by uncontrolled growth and spread of cells, which lose their ability to differentiate and lack the normal controls of growth. Considering the pathophysiology of cancer and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.